Manufacturer narrative:
No UDI available. The device has been returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The dacapo powerpack showed a broken housing with electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.